Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to another device (unknown brand). The complaint was classified based on information obtained from the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The patient reported that the alleged issue began on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿262, 268, 289, 276, 341, 293, 252, 261, 244, 374, 274, 224 and 214 mg/dl¿ with the subject device and ¿190 mg/dl¿ with the other device, performed within an unknown time of each other. The results may not have met lfs¿ criteria for accuracy. The patient manages her diabetes with oral medication, diet and exercise and she denied making any changes to her usual diabetes management in response to the alleged issue. The patient advised that an unknown time after the alleged issue began, she developed the symptom of ¿head buzzing¿. The patient reported that as a result of the alleged issue, at an unspecified time on (B)(6) 2017, she visited the doctor¿s office and received treatment from a health care professional (hcp); however, there was no report as to the type of treatment she received. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that the correct testing method was being followed and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because whilst using the subject device, the patient reportedly received treatment from a hcp that may have met lfs¿ criteria for a serious injury reportable adverse event. The alleged issue could not be ruled out as a cause or contributor to the requirement for the reported hcp treatment.